Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the back and display found on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test due to the blank display. Pump was cut open to perform visual inspection and found a cracked lcd glass. No moisture damage was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces due to blank display. The following were noted during visual inspection: bleeding screen, stained keypad overlay, pillowing keypad overlay and peeling serial number label. Cosmetic damage at the back was not confirmed, however, cosmetic damage was confirmed bleeding screen. Blank display due to cracked lcd glass. Unable to download history files and traces due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was fallen off and was cracked and display was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.